Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k(g3) are not available.

Event description:
The following was published in jacc: case reports 30 (15) p.103758. Elsevier (2025) "left ventricle wire loss during tavr"; clara fernández-cordón, md. An 88-year-old man with aortic stenosis underwent transfemoral tavr with a nonretrievable device. During valve insertion, the extra support wire was withdrawn from the left ventricle (lv). Attempts to recross the valve were unsuccessful. The authors performed a transseptal puncture and used a steerable introducer to cross the aortic valve antegradely with a hydrophilic wire, which was externalized to form an arteriovenous loop. A folded balance heavyweight wire (abbott vascular) was used to snare the delivery system wire into the lv and deploy the valve. It was reported that after transfer to the cardiac care unit, patient became unstable. An echocardiogram confirmed severe pericardial effusion and cardiac tamponade. A pericardiocentesis was performed, anticoagulation reversal and blood transfusion were administered and the patient stabilized. The source of the cardiac tamponade is uncertain.